Manufacturer narrative:
Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in romania. It was reported that patient faced an infusion set had blockage and insulin was not exiting in tubing after plunger push on (B)(6) 2024. No further information available.